Manufacturer narrative:
The entire instrument was not returned for examination. Examination of the returned threaded shaft component confirms a fracture to the threaded tip. The threaded shaft component is one of two components making up this instrument. The second, outer body component, was not returned. Based on previous investigations for similar failures; use error is suspected. Corrective action not indicated. Monitor through trend analysis. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
During surgery the stem introducer broke while trying to introduce the stem, the tip of the instrument was left inside the patient

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).